Manufacturer narrative:
Patient weight was not available from the facility. The device was discarded by the site. There is no allegation of a product malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that during the extraction of a malfunctioning right ventricular(rv) cardiac pacing lead, a perforation of the right ventricle occurred. The physician used a spectranetics 14fr glidelight laser sheath 500-302 and a spectranetics ez lead locking device (lld) for the extraction. Upon entering the rv with the 14fr glidelight, the patient's blood pressure began a steady drop. Rescue efforts were implemented. The rescue was successful and the patient survived the procedure. The patient was in stable condition and recovering in the intensive care unit (ICU) per the last update from the user facility.